Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99228. Supplemental rationale: corrected data: b5, h6, h11. 28 previously reported events were included in this follow-up record. Product return status: 24 devices were not available for evaluation. 4 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 24 devices: no findings available / part/component/sub-assembly term not applicable 4 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 24 devices: product not received. 4 devices: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 28 events for the failure: difficult to open or close. - 28 events had no health consequences or impact.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99228. Supplemental rationale: corrected data: b5, h6, h11. 28 previously reported events were included in this follow-up record. Product return status: 24 devices were not available for evaluation. 4 devices were received. Evaluation findings (results/components): 24 devices: no findings available / part/component/sub-assembly term not applicable. 4 devices: mechanical problem identified / locking mechanism. Product disposition: 24 devices: product not received. 4 devices: returned to supplier / vendor.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 28 events were reported for this quarter. Product return status: 28 devices had investigation types that have not yet been determined. Additional information: 28 devices were not reprocessed or reused.

Event description:
This report summarizes 28 events for the failure: difficult to open or close. - 28 events had no health consequences or impact.